Event description:
Reporter indicated a patient was having increased seizures and prophylactic vns generator replacement was planned. The patient had vns generator replacement surgery performed on (B)(6) 2012. The explanted generator was discarded after the surgery. The reporter has declined to provide any additional information regarding the increased seizures.

Event description:
A vns generator battery life estimate performed by the manufacturer yielded approximately 2.16 years remaining, indicating the generator was likely not at end of service when it was explanted on (B)(6) 2012.

Manufacturer narrative:
Other text : na.